Event description:
It was reported via medwatch "when deaccessing the patient's port, the safety function of the huber needle malfunctioned. When holding the hub down and pulling up on the needle, it gets stuck, and the nurse has to let go of the hub and pull needle out without the safety sheath covering the needle."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty engaging a safety mechanism is confirmed. One 20 ga x 0.75 in safestep safety infusion set was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set, and the needle shaft appeared bent near the non-engaged safety mechanism. A microscopic observation revealed the needle to be bent along the shaft with no other significant observations made along the device. After the safety mechanism was advanced, the bend was visible where the safety was getting stuck. A functional test of attempting to engage the safety mechanism after microscopic observations revealed difficulty engaging the safety mechanism, but with significant force, it engaged. The bend can occur during use of the product as it is inserted into the port or removed from the port if too much force in any direction other than perpendicular to the port is applied. The complaint of the safety mechanism of an infusion set unable to activate is confirmed. Use residues and the location of the bend suggest the failure occurred during insertion or removal of the infusion set from the port. H3 other text : evaluation findings are in section h11.

Event description:
It was reported via medwatch "when deaccessing the patient's port, the safety function of the huber needle malfunctioned. When holding the hub down and pulling up on the needle, it gets stuck, and the nurse has to let go of the hub and pull needle out without the safety sheath covering the needle."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.